Event description:
The account alleged the nurse call does not function. No injury reported.

Manufacturer narrative:
The account stated the nurse call feature was turned off when the user control board was replaced. The account turned the nurse call function on to resolve the issue.